Event description:
It was reported that this was a venotomy closure of an unspecified vein using a prostyle device relative to an unspecified procedure. Reportedly, the foot was opened and the device was deployed; however, a suture break occurred when the foot was closed. The device became stuck and could not be removed. Cut down surgery was performed as there was difficulty removing the broken device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. Distributor reported event. Event occurred at (B)(6) hospital dubai, physician details not provided. The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.